Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-09927- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula within last week. The blood glucose level of the patient ranged between 250 to 300 mg/dl. Moreover, the issue occurred with five similar types of infusion set and site was patient's thigh and abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.